Event description:
On (B)(6) 2012 customer reported liquid under the reagent probes of the dxc 600 pro instrument and that the instrument was generating cartridge chemistry (cc) reagent syringe motion errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument, checked the system and identified and replaced a broken bracket on the reagent syringe drive. Repairs were verified per established procedures. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).